Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent capture was noted on the right ventricular lead post implant procedure. The lead had dislodged. The patient was brought back into the operating room. The lead was explanted and replaced. The patient was stable and doing well. No complications or symptoms were noted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.